Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to cannula recognition problem. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm3) undocked from the cannula by itself. The instrument was controlled while the cannula was not docked on the usm3. The customer stated that they redocked the cannula and proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the cannula was detached from usm3, the usm still made a pitch movement on its own, while the surgeon was not working in the surgeon side cart (ssc).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) came into failure analysis and the reported problem was confirmed as having occurred in the field but couldn¿t be replicated. During visual inspection, no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) and passed without triggering errors. The potential root cause of the reported event can be attributed to a fault within the cannula mount assembly.

Event description:
Refer to h11 for follow-up information.